Event description:
The customer activated the device at 10:12 am on (B)(6) 2012. At 11:15 her blood glucose was 301 mg/dl. She corrected with a 3 unit insulin injection. She vomited. Her bg history for the next 26 hrs is as follows: see scanned table. The pod was deactivated at 3:08 pm; she observed the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification record could be reviewed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Use a new vial of insulin to fill the new pod."